Event description:
During a high dose rate treatment the treatment control unit (tcu) of the mhdr stopped updating the printer and the lcd. The lockup occurred while the source was treating in the 9th catheter of a 10 catheter plan. The physicist was monitoring the treatment with the aid of stopwatch. He noted the lcd was not updating the treatment record. The physicist verified that the 9th catheter was treated by timing with the stopwatch. Source was returned to safe after normal completion of the channel. Tcu did not initiate treatment of the last channel. No error code was displayed. A nucletron field service engineer went on site on the morning of march 19 and using the hand held terminal determined that treatment of the last dwell position was completed in it entirety as programmed. The prescribed dose was delivered to the programmed and intended positions in channel 9.